Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007: musculoskeletal back pain. On (B)(6) 2009: dysuria, burning on urination, back pain. On (B)(6) 2010: urgency, frequency, low back pain, burning on urination, cystocele. On (B)(6) 2011: bilateral flank pain, urinary tract infection, dysuria, urgency, urge incontinence. On (B)(6) 2012: dysuria, groin pain, burning, frequency, back ache. On (B)(6) 2013: vaginal discharge, atrophy ¿ atrophic vaginitis.. On (B)(6) 2014: odor to urine, abdominal discomfort, pelvic pain ¿ atrophic vagina, urethrocele. On (B)(6) 2015: cystitis. On (B)(6) 2015: dysuria and burning, mesh erosion.

Event description:
According to the reporter: the patient alleged injury. Medical history: urinary incontinence, cystocele and rectocele.